Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to put a number on the pump but the numbers were going up and down on their own. Customer's blood glucose was 142 mg/dl. Customer was trying to give herself a bolus and now none of the buttons are responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.